Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). H10: the rse tried to reach out to perform an analysis, however the customer didn't respond. If additional information is received the complaint file will be reopened. H3: refer to h10.

Event description:
The customer reported that the screen froze and they had to restart the monitor. The device was in use at time of event, there was no adverse event reported.